Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to draw volume or erroneous results were observed. 5 samples for the batch was tested for draw volume and no defects were found. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (draw volume and erroneous results) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All samples performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode draw volume and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was erroneous results. The following information was provided by the initial reporter. The customer stated: there has been "a large recurrence of erroneous results in hemogram exams. There is an abnormal alteration in basophiles, with no explanation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was erroneous results. The following information was provided by the initial reporter. The customer stated: there has been "a large recurrence of erroneous results in hemogram exams. There is an abnormal alteration in basophils, with no explanation."